Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. The reported problem (does not communicate with monitor) has been confirmed. As received, the electrode belt failed did not communicate with a test monitor and failed incoming functionality testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned an electrode belt to report that it does not communicate with a monitor.